Event description:
Related manufacturer report number: 3006705815-2023-03842. It was reported that the patient's lead migrated and their ipg was inoperable. As a result the patient lost effective therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was re-positioned and the ipg was explanted. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.